Manufacturer narrative:
Concomitant medical products: product ID 3888, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3888-28, lot# l32924, implanted: (B)(6) 1994, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was a lead issue that occurred sometime in 2006-2008. One of the patient¿s leads didn¿t work. The patient was able to keep using the stimulation with the one lead for a while until the implantable neurostimulator depleted. (Implantable neurostimulator depletion captured in a separate event). The patient stated that they can¿t go into the patient¿s back to replace the dual leads. The reason that the health care provider couldn¿t replace the lead was because it was dangerous due to medical reasons and risks to go into the patient¿s back due to prior history of multiple surgeries (over 30 total surgeries) and the risk of scar tissue. The reason for getting the pisces leads was to help the stimulator longevity.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3888, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3888-28, lot# l32924, implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that prior to their stimulator depleting, their pain stimulator was still implanted and active, but they only turned it on when the pain got bad enough, but typically their pump handled the pain so they didn't need it. It was noted the lead broke, and there was so much scar tissue and the consumer was prone to infection, so they didn't want to go in and remove or fix it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.